Manufacturer narrative:
Investigation summary: complaint is confirmed. Visual inspection identified the blue suture of the self-punching knotless 2.6 fibertak® anchor with #5suture, ve5 had broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported that during a rotator cuff repair surgery the suture tore while the loop was tightened by the surgeon. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 09-nov-2023. Further information were provided that the torn suture was retrieved out of the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.